Event description:
Healthcare worker came into contact with h2o2. He experienced burning and tingling with whitening of the skin on his right hand and right finger when he removed a cassette collection box from the sterrad nx. The burning and tingling lasted approximately 6 minutes and the whitening of the skin resolved within one day. The worker verified he has not had any further problems using the unit.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The customer care center representative reviewed the safety information for handling the cassette collection box with the worker. This event is being reported as a malfunction report due to the possibilities of user error, including failure to adhere to operator's manual or user's guide for handling the used cassette box.